Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman ® laa closure device was successfully implanted. The patient was discharged the following day. Later that afternoon or evening, the patient drove to the pharmacy, but ran a stop sign. The police pulled him over and he showed stroke like symptoms of left arm trembling and aphasia. Emergency medical service was called to the pharmacy. The patient was able to walk to the emergency medical service truck and was then taken to a stroke center. He was seen by a neurologist and a computed tomography (CT) of the head was completed. It confirmed there was no bleeding and the neurologist cleared the patient for acute care at the hospital. When he arrived at the hospital, most of his symptoms resolved except for mild aphasia and ¿fogginess.¿ he was kept at the hospital for several days for bridging and repeat CT that showed right temporo-occipital lobe subacute infarction without any evidence of hemorrhage. The patient was discharged on warfarin and aspirin. He returned to the hospital and was seen by his primary cardiologist, and no residual deficits were noted. The patient called the nurse when he got home and stated he felt none of the symptoms and denies any focal weakness or deficits.